Event description:
On 13 dec 2023, neotract was made aware of a patient that received a prostatic urethral lift (pul) procedure on (B)(6) 2023. On the same day after the procedure, the patient was diagnosed with a pelvic hematoma, confirmed by CT scan, and underwent embolization. The patient was hospitalized for one night and was discharged. The patient status was reported to be doing well.